Manufacturer narrative:
(B)(4). One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The molded head, tube and balloon appeared to be slightly discolored with foreign substances on the exterior of the device. The device could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric. The split extended from the base of the balloon towards the distal end of the device. The balloon was inspected under magnification (20x), and there was no identifiable origin of the split after the balloon material was manually pressed together in order to reform the balloon shape. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the trans-jejunal enteral feeding tube balloon broke. The event occurred between 15-29 days of use. There was no reported patient injury. No additional information was provided in regards to the patient's status.